Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted lead indicator. The ICD and lead system were explanted and replaced.